Event description:
It was reported while using bd vacutainer® buffered sodium citrate (9nc) blood collection tubes that an unspecified number of tubes overfilled. Samples were recollected. There was no health impact or consequence reported.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® buffered sodium citrate (9nc) blood collection tubes that an unspecified number of tubes overfilled. Samples were recollected. There was no health impact or consequence reported.

Manufacturer narrative:
Investigation summary: two photos were provided for investigation. The photos were reviewed and the indicated failure mode for overfill with the incident lot was not observed: the photos were evaluated and it appears that the blood meniscus is under the bottom edge of the closure. 100 retention samples from bd inventory were visually inspected with no issues observed. Additionally, 20 retain samples were functionally tested for draw volume and all tubes tested within specification requirements. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode overfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.